Manufacturer narrative:
The technician adjusted the brake position for all four casters to repair the bed.

Event description:
Information received indicates after the brake/steer pedal has been placed into the brake position the stretcher still rolls.